Event description:
Patient with a diagnosis of atherosclerosis of left lower extremity with first toe ulceration admitted for left transpopliteal superficial femoral artery intervention. A coaxial microintroducer (mini stick max) manufactured by angiodynamics inc was used in the procedure (specific information is attached). During the procedure, a portion (7.62 cm) of the catheter broke off and became lodged in the tissue surrounding the artery. The object could not be retrieved without a surgical procedure. The patient elected not to have the object removed. There was no patient harm.